Manufacturer narrative:
(B)(4). Visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. The catheter successfully passed electrical continuity testing on all electrodes, including electrode #3. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. A quality improvement project has been initiated to address the luer extension tube separating from the handle.

Event description:
It as reported during the procedure, the physician noted electrode #3 was not functioning. Upon packaging the device for return, it was noted the irrigation tubing broke off of the handle of the catheter. There were no consequences to the patient. Additional information was requested, but is not available at this time.